Manufacturer narrative:
Submit date 07/11/2016. The investigation was updated due to the customer sending a sample in for evaluation. The actual sample involved in the reported incident was return for evaluation. One section of the tubing of the catheter was received for analysis and investigation. Functional testing was required in order to confirm the reported condition by the customer. After the test, the catheter showed a leak in the tubing. Visual inspection of the sample revealed a clear cut in the tubing. An ishikawa diagram was used to determine the potential causes for this event. The possible causes were identified: 1) man a) fail to follow in-process and inspection procedures. The reported condition was not identified prior to insertion and the device was used for 6 month without issues therefore this potential root cause is discarded. B) customer misuse (cleaning agents, excessive force, and sharp objects). Based on event description and sample evaluation, the catheter became damage after being in use for a period of 6 months approximately, just a section of the catheter was received, and this implies customer manipulation. Additionally a clean cut was observed on the surface of the tubing, this is evidence of the use of a sharp object; therefore this potential root cause could not be discarded. Material, machine, measurement and method categories all had no causes identified and were discarded as the possible root cause. This issue has been confirmed. Based on sample evaluation the most possible root cause could be related to the use of sharp objects and there is enough information to discarded manufacturing activities as a potential cause for this event. No complaints triggers or trends were identified, therefore further corrective or prevention actions are not required at this time.

Manufacturer narrative:
Submit date: (B)(6) 2016. The complaint sample was not received at the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All DHR¿s are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. As a result, no actions are deemed necessary since the post market risk analysis from for the pal/max leakage contemplates this condition. In-process controls such as personnel training, incoming quality acceptance testing for raw material, 100 in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% visual inspection during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there is liquid leakage near the exit site of the catheter. This occurred half a year after the original intubation surgery. The patient was involved with no injury.